Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had an inadequate seal and the patient had a bleeding. There was no regrasp alert. There was an end tone reported and evidence of energy delivery.